Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the inferior vena cava, filter migration and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. A definitive root cause for the alleged perforation of the inferior vena cava, filter migration and filter detachment could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process, approximately twelve years four months post filter deployment, it was alleged that the filter migrated, detached and struts perforated through the wall of the inferior vena cava with one leg penetrating and embedded in the l3 vertebral body. The current status of the patient is unknown.